Event description:
Piece of the blue handle on the side of the light head broke off and fell into the sterile field.

Manufacturer narrative:
A trumpf technician visually inspected the device at the customer site.